Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) exhibited a shocking lead impedance measurement of greater than 125 ohms in the clinical events screen. A shocking lead integrity test (slit) produced an impedance measurement of 88 ohms. A guidant technical services consultant discussed that the out of range measurement must have been the result of a manual lead integrity test. The clinical events screen could provide information regarding when that measurement was obtained. It was possible that the measurement was produced prior to the leads being attached to the device. It was suggested to perform a 1.1j and maximum output shock to test the lead integrity.